Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the nurse practitioner stated that the patient did not have any falls or trauma to the site. The cause of the high impedances was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that they saw the patient in the office where they ran an impedance check at 2 volts. It showed all impedances within normal limits. There were no further complications reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), (B)(6), (B)(4), implanted: (B)(6) 2017, explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by the nurse practitioner (np) that all the electrode combinations (excluding the case) were >4000 ohms. Environmental factors that may have led issue were not known. The np did not change any settings or do troubleshooting as far was known. The np left the patient on their current settings as they had the desired and effective therapy. The issue was reported as resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.